Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent: exposure for alif at l4-5 and l5-s1. Preoperative diagnosis: degenerative lumbar disc disease. L4-5 and l5-s1 lumbar disc herniation with left lower exteremity radiculopathy and weakness. The patient underwent: left l4-5 and l5-s1 microscopic laminectomy and discectomy, posterolateral arthrodesis l4-5 and l5-s1 with autologous iliac crest bone graft and bone morphogenic protein, placement of epidural catheter. Anterior lumbar interbody arthrodesis l4-5, l5-s1 with synthes machined allograft spacer, bone morphogenic protein, synthes anterior tension band plates. Per-op notes: "the site was irrigated with antibiotic solution. Deep fascia was closed with vicryl interrupted sutures, 3-0 vicryl was used for subcutaneous and 4-0 running subcuticular suture was used for skin. The bone graft was then morselized. Small bone morphogenic protein sponge was cut in two and placed on each side over the transverse processes. The morselized bone graft was then placed laterally from l4 through the sacral ala over the decorticated transverse processes and within the facet joints. Following this, an epidural catheter was introduced and threaded proximally 10 cm for postoperative pain control. The site was irrigated with antibiotic solution. The disk was removed and the endplates were prepared and decorticated with the anspach dissector and curettes. Following this, the space was measured and a 13-mm machined allograft spacer with a cancellous core was selected. Small hole was drilled in the cancellous core and a small piece of bone morphogenic protein was placed within the core. Additional bmp was placed around the spacer and it was introduced with 3 mm of posterior offset. A 41-mm antegra sacral plate was secured in place with 426 x 6.5-mm locking screws. The l4-l5 level was exposed. The annulus was incised at this level. The disk was removed. The endplates were decorticated and a 15- mm machined allograft spacer was selected. Bmp was placed in and around the spacer and it was introduced with 3 mm of posterior offset. Following this, a 43-mm antegra sacral plate was secured in place with 426-mm locking screws.&#55316;he patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.